Event description:
The customer reported that the sys would not start up (no boot). This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded software. The sys operates as intended.